Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. Visual inspection failed tail thickness specification. Bench analysis revealed that all low battery electrical tests met specifications, and output was within specification. A functional test was conducted and there were no failures. Conclusion: could not confirm the reported intermittent failure seen during servicing of the device, but it was noted that the flex failed mechanical specifications for tail thickness.

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).